Manufacturer narrative:
Device not returned.

Event description:
Reportedly, after insertion of the valeo stent it became stuck before the stenosis and slipped back on the catheter system. The balloon passed the stenosis without any resistance. The physician tried to pull back the stent, but it became stuck before the sheath as the stent was stuck in the artery (groin). The vessel had to be opened surgically and the stent was removed.